Event description:
According to the reporter, intra-operatively, the unit itself shorted out and does not work. The handpieces would not work when plugged into this unit. There was another control unit at the facility and that unit worked and were able to rule out a handpiece or foot pedal issue. There was no patient injury.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The analysis noted that the unit had a transistor and digital pcb failure. The issue was resolved by replacing the digital board. It was reported that the device stopped working unexpectedly during use. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.